Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic reporting lack of energy. The right ventricular lead exhibited intermittent loss of capture. Lead fracture was suspected and the patient was referred for an x-ray. The lead was programmed to a higher output to achieve capture. The patient was in stable condition.